Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose for two days. Blood glucose at the time of the incident was 283 mg/dl and 204 mg/dl at the time of the call. The customer stated that they were in the emergency room due to high blood glucose levels. The customer treated with manual injection and the insulin pump. No symptoms were experienced. During troubleshooting, no issues with the set, site or insulin were found. The settings were accurate. The high pressure test was not performed. The customer also reported having low blood glucose of 60 mg/dl. It was advised to change the entire infusion set, reservoir and insulin and treat per hcp's instructions. The insulin pump will not be returned for analysis.